Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 187, 107 and 162 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 192 mg/dl and 197 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is 08/26/2016. Husband stated that the customer's hemoglobin a1c is a 9. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns:121 mg/dl, 107 mg/dl. The customer is most concerned with the results of 121 mg/dl fasting and 107 mg/dl fasting. The customer's husband informed me that the customer's hemoglobin a1c is a 9.